Manufacturer narrative:
The technician found loose pins on the connector of the communication cable. He replaced the communication cable to repair the bed.

Event description:
Information received indicates the call bell is not working. The pt cannot place a nurse call.